Event description:
It was reported that this device was found to be depleting faster than expected in recent months. The device has been steadily increasing power consumption over the past year based on engineer evaluation. Assuming the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least 60 days per technical services recommendation. Evidence suggests that this product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device was found to be depleting faster than expected in recent months. The device has been steadily increasing power consumption over the past year based on engineer evaluation. Assuming the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least 60 days per technical services recommendation. Evidence suggests that this product remains in service. No adverse patient effects were reported. Additional information: the device has been explanted and replaced. At this time, the device has not been returned for analysis.

Event description:
It was reported that this device was found to be depleting faster than expected in recent months. The device has been steadily increasing power consumption over the past year based on engineer evaluation. Assuming the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least 60 days per technical services recommendation. Evidence suggests that this product remains in service. No adverse patient effects were reported. Additional information: the device has been explanted and replaced. Analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.